Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee surgery, the tasp broke after the surgeon impacted it with a mallet. There was no harm or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Verified item lot combination and reviewed manufacturing date as tasp lot 62314683. Product exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The investigation also identified instrument misuse as a contributing cause. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.